Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had been taking eliquis for anticoagulation prior to the procedure. Transesophageal echocardiogram (tee) noted there was no pre-existing thrombus. Heparin was given prior to the transseptal puncture. A watchman trusteer access system (was) was advanced into the left atrium. The activated clotting time (act) result was 270 seconds. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa. After the 27mm wds was attempted, it was subsequently removed and replaced with a larger sized 31mm wds. The 31mm wds was advanced into the laa and deployed then recaptured. During the second deployment of the 31mm wds, a thrombus was seen on tee attached to the tissue of the mitral annulus. There was no thrombus on any watchman device. The 31mm wds was fully recaptured, and was removed, all without disturbing the thrombus strand. The procedure was aborted. No further consequences or patient complications were noted. The patient was kept on anticoagulation and admitted for one night of observation.